Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('lett adnexal abnormally possibly reflecting a hydrosalpinx with possible superimposed pid/ chronic pid') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure (batch no. C36383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, degenerative joint disease, sickle cell anemia, renal insufficiency, multiple myeloma, congestive heart failure, cancer, hypertension, diabetes mellitus, cholecystectomy, neck surgery, ovarian cystectomy, dysmenorrhea, menses irregular, dysfunctional uterine bleeding, cervicitis and bacterial vaginosis. Concomitant products included ibuprofen, medroxyprogesterone and naproxen (naprosyn). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and urinary tract infection ("uti "). The patient was treated with surgery (hysterectomy, robotic assisted, laparoscopic, bilateral salpingectomy and ysterectomy, robotic assisted, laparoscopic, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic inflammatory disease, hydrosalpinx, genital haemorrhage and psychological trauma outcome was unknown and the bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection had resolved. The reporter considered bladder disorder, cystitis, genital haemorrhage, hydrosalpinx, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2015. Left: 8 coils that were visible coming out of the os, right: 8 coils in the os. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: fallopian tube occlusion devices are noted. Hysterosalpingogram - on (B)(6) 2015: tubal occlusion documented. Ultrasound scan vagina - on an unknown date: essure devices noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease, hydrosalpinx. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received. Reporter information, medical history, lot number, lab data, rcc added. Events: pelvic inflammatory disease and hydrosalpinx added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('lett adnexal abnormally possibly reflecting a hydrosalpinx with possible superimposed pid/ chronic pid') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure (batch no. C36383- inv, c35383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, depression, degenerative joint disease, sickle cell anemia, renal insufficiency, multiple myeloma, congestive heart failure, cancer, hypertension, diabetes mellitus, cholecystectomy, neck surgery, ovarian cystectomy, dysmenorrhea, menses irregular, dysfunctional uterine bleeding, cervicitis and bacterial vaginosis. Concomitant products included ibuprofen, medroxyprogesterone and naproxen (naprosyn). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), hydrosalpinx (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and urinary tract infection ("uti "). The patient was treated with surgery (hysterectomy, robotic assisted, laparoscopic, bilateral salpingectomy and hysterectomy, robotic assisted, laparoscopic, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pelvic inflammatory disease, hydrosalpinx, genital haemorrhage and psychological trauma outcome was unknown and the bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection had resolved. The reporter considered bladder disorder, cystitis, genital haemorrhage, hydrosalpinx, pelvic inflammatory disease, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2015. Left: 8 coils that were visible coming out of the os, right: 8 coils in the os. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on an unknown date: fallopian tube occlusion devices are noted. Hysterosalpingogram - on (B)(6) 2015: tubal occlusion documented. Ultrasound scan vagina - on an unknown date: essure devices noted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic inflammatory disease, hydrosalpinx. Lot number (c36383) is not valid. Lot number - c35383 manufacturing date- 2014-03-10 expiration date - 2017-03-31 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and urinary tract infection ("uti "). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage and psychological trauma outcome was unknown and the bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge and urinary tract infection had resolved. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: case became serious incident. One event was updated from injury nos to pelvic pain & new events- abnormal bleeding, psych injury, bladder problems, urinary problems, bladder infection, vaginal infection, vaginal discharge, uti were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.